Event description:
Patient presented in-clinic due to diaphragmatic stimulation. Upon interrogation, the device was found to be in back-up vvi (bvvi) mode due to an event queue overflow. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.